Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced leg paralysis during an unspecified surgery in which floseal was used during the surgery. It was reported that, just before sewing the wound, floseal and another hemostatic agent (non-baxter product) were applied. It was reported that upon application of the floseal and the other hemostatic agent, the patient lost leg strength and both legs became paralyzed. The indication for the surgery was not reported and no further detail on the surgical technique was provided. The fragment of the floseal and the other hemostatic agent was removed, however, at the time of this report, the patient did not recover feeling in the legs. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient was undergoing spinal stenosis surgery. 5ml of floseal was applied to the l3 and l4 spinal discs for venous plexus bleeding. The floseal was not irrigated prior to closing the wound. The patient experienced bilateral leg paralysis post-operatively, and 30 minutes after surgery, the hemostat was removed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.